Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic low anterior resection (lar) converted to open which unrelated to the device problem, the circular stapler was applied at the rectum/sigmoid. Approximately six days after surgery, an anastomotic leak occurred postoperatively. The patient experienced postoperative pain at the surgical site and required extended hospitalization. The anastomotic leak was treated with medications.